Event description:
It was reported that the procedure was to treat a 90 percent stenosis in the mid left anterior descending artery (lad), with mild tortuosity and mild calcification. After pre-dilatation, the 3.5 x 23 mm xience v stent was placed in the lesion; however, the stent delivery system (sds) balloon ruptured during the first inflation at 7 atmospheres. The sds was removed with the stent intact and a non-abbott stent was implanted in the lesion. The stent was post-dilated and the procedure was completed. There were no pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, material discrepancies, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification or tortuosity, or insufficient preparation prior to use. Reportedly, the target lesion was mildly calcified and 90 percent stenosed. It is possible that the balloon may have become scratched/damaged during interaction with the lesion/anatomy such that the balloon ruptured, as no damage was noted during preparation for use; however, this cannot be determined. Although there is no indication of a product quality deficiency, without return of the device, a definitive cause could not be determined. All sds are 100% leak tested on line and a sampling of units are rupture tested prior to release.